Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported "check for liquid leakage when filling the medication". The event occurred during priming.

Manufacturer narrative:
One device was returned for analysis. Functional and visual testing were performed; however, the reported issue could not be reproduced. No damage or anomalies were observed. No leaks were detected from the cassette bag or the cassette luer.